Event description:
The following was reported by an rn: it's alleged that in (B)(6), the patient underwent hernia repair using a bard composix kugel hernia patch. On (B)(6) 2012, the patient underwent explant of the composix kugel patch due to a colocutaneous fistula and infected patch. Operative dictation notes the mesh to have been retracted significantly and attached to the cecum, ultimately causing the fistula. Adhesions were also taken down from around the patch.

Manufacturer narrative:
Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The patient is reported to have underwent repair using a composix kugel in (B)(6). In (B)(6) 2012, the patient underwent explant. The patient was treated for fistula, infection and adhesions. Although the medical records provided do not confirm the presence of the listed complications and a sample have not been provided, it should be noted that fistula, infection and adhesions are all known adverse events listed in the IFU. A review of the manufacturing records was performed including a review of sterility records and there was no evidence of a manufacturing related cause for the reported event. Without additional information, no conclusion can be drawn.